Event description:
It was reported from the distributor to (B)(4) 0n (B)(6) 2015 that the patient experienced multiple electrical faults (e-faults) which were confirmed with review of the log files and started on (B)(6) 2015. "Interrogation of the patient brought up he fell down a couple of days ago". The manufacturer's representative was on site the same day to inspect the driveline. The patient was taken to the operating room and was sedated (sevorane 2.0) and prepped with intravenous dobutamine drip. The driveline "looked very worn down". There were multiple areas of outer sheath damages all along the driveline. The inner lumen and wires were not affected and looked good. After disconnection a recessed pin is clearly visible. Pictures were taken and analysis of picture during the procedure showed a second slightly recessed pin. A driveline splice repair was performed per manufacturer's procedure. In discussions with the physician, it was determined to use a 20 inch cable to remove all of the areas of damaged outer sheath. The first pump stop after disconnection for y-cable attachment took about 20-25 seconds as the pump did not restart correctly in dual stator mode. Every connection was reconnected and the controller was rebooted. This action solved the issue and the pump started in dual stator mode. There was a second pump stop for about 15 seconds when the y-cable was removed again. The procedure was otherwise "fine without problems". The patient tolerated the pump off time well. It was indicated that verification of the repair action solved the problem. The patient is now fine and was discharged from the hospital.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The product labeling, including the instructions for use and patient manual, include instructions and a caution note regarding regular inspections of the driveline for evidence of cracks, tears, damages and to report any damages to the healthcare provider or vad coordinator. It also provides cautions and instructions on how to secure the driveline and prevention of damages to the driveline. The hvad (B)(4) remains implanted and therefore was not returned to heartware. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Inspection and pictures taken of the driveline connector revealed two recessed pins. A review of the controller log files confirmed the reported electrical faults. Given the electrical fault alarms logged, this may be indicative of recessed pins. The confirmed malfunction is related to the reported event. A driveline splice repair was performed. The patient admitted to falling down prior to the electrical faults. The most likely root cause of the electrical faults is the recessed pins seen in the driveline connector. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device remains implanted.